Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No similar complaint has been reported to us on this batch of access ports released in july 2018. Investigation results: we did not received the complaint sample nor the x-ray pictures for investigation. Conclusion: without the complaint sample or the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new element become available in the future, we will re-open this complaint. Catheter rupture is a known complication of the access port implantation that could have different root causes. This is a rare incident. No corrective action is currently envisaged.

Event description:
"Patients in 2019 in (B)(6) on (B)(6), maternal and child health care in pediatrics, on (B)(6) 2019, the brand infusion port implants, on (B)(6) 2019, during the period of 2 years patients not according to the doctor's advice to hospital for infusion port maintenance regularly, on (B)(6) 2021 patients back to health care of women and children's request to take out the infusion port of (B)(6). (B)(6) 2021 arranged imaging for patients, found under radiation CT image infusion port front 1/3 fracture, fracture catheter length of about 5 cm, blood flow to the scour off, and caton in left pulmonary artery trunk, with pulmonary artery pulsation,pricking blood vessels cause chest hemorrhage may, at any time and pulmonary artery foreign bodies may be secondary pulmonary embolism, situation is very critical, pediatric surgeon immediately contacted the (B)(6) hospital for patients with courtyard, on (B)(6) in the (B)(6) hospital admission, (B)(6), interventional surgery, surgery by interventional medicine doctor butcher, lasted an hour and a half, infusion port will be smooth out in vitro."